Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported miniloc de-accessed. Additional information received 03/08/2021: it was reported the patient was asleep on his back and his mom noticed his shirt had a wet spot. What type of catheter securement was utilized: 3m mediport dressing, dressing and safety loop still in place upon needle backing out was there patient harm reported?: patient had to be re-accessed

Event description:
It was reported miniloc de-accessed. Additional information received 03/08/2021: it was reported the patient was asleep on his back and his mom noticed his shirt had a wet spot. What type of catheter securement was utilized: 3m mediport dressing, dressing and safety loop still in place upon needle backing out. Was there patient harm reported?: patient had to be re-accessed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of needle dislodgement was inconclusive because the clinical conditions in which the reported event was alleged to have occurred could not be reproduced. The product returned for evaluation was one 20ga x 0.75¿ miniloc safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A needleless injection cap was attached to the luer adapter. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. The safety mechanism was deactivated and reactivated and functioned as intended. Microscopic inspection of the sample was unremarkable. No deficiencies were discovered during evaluation of the returned sample; however, interactions between the complaint sample and the patient could not be assessed. Consequently this complaint is inconclusive at this time.